Manufacturer narrative:
MDR (B)(4) / initial 1 of 2 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545

Event description:
It was reported that the patient faced leakage issue as the infusion set was leaking at site on (B)(6)2026.